Manufacturer narrative:
Additional information: the symptom are somewhat calm, but there are sometimes chills. Still monitoring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to patient code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: only one leg was treated and only a reaction in that leg. The catheter tip was located 5 cm caudal to sfj and compression was applied. It was reported that vein removal was performed on (B)(6) 2025, a follow up interview is planned on (B)(6) 2025 to confirm if issue is resolved. Three weeks after venaseal, vein resection was performed at the patient's request. The patient is currently undergoing follow-up observation. The patient's main complaint of chills remains unchanged, with occasional daytime chills. During the resection, adhesions were noted, so the procedure was performed with caution. The vessel was occluded normally, but pathology revealed phlebitis throughout the entire wall. The patient has not made any particular complaints, and the procedure will be monitored for approximately two months. Regarding past allergies, the patient reported experiencing redness from dental fillings in the past. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use venaseal device to treat patient greater saphenous vein (gsv). The catheter lumen was flushed prior to use and local anesthesia was used. It was reported the patient began experiencing symptoms of hypoglycemia (chills and cold sweats) around 10 days after the venaseal procedure. Blood and ultrasound scans showed no abnormalities, and the treatment area was fine. The patient also had a history of allergies. The surgery was completed without issue, and the patient had no hsr symptoms. The patient's condition did not improve despite receiving a prescription for steroids (prednisone). As it had been three weeks since the procedure, the doctor suggested monitoring the patient's condition, but the patient requested its removal and it is scheduled for removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.